Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. Interrogation of the device revealed it was above elective replacement indicator (eri) when received. The cause of infection could not be traced to the device.

Event description:
It was reported that the patient underwent a new lead reimplantation procedure after experiencing dislodgement. The patient's right atrial (ra) lead and the right ventricular (rv) had subsequently dislodged following the initial procedure, after an undetermined duration which also resulted in failure to capture and unspecified impedance problems on both leads. X-ray performed confirmed the leads dislodgement. The patient presented to the hospital to address the subsequent leads dislodgement, and it was found that the device pocket was infected. The pacemaker, the ra lead and the rv lead were explanted due to the infection. A new pacemaker system was implanted on the contralateral side. The patient was stable throughout the procedure.